Event description:
The hospital reported that during a coronary artery bypass procedure, the hs iii proximal seal system 4.3mm failed to load properly. The seal remained inside the loader when the delivery device was pulled. A placement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There was one other complaint noted with same issue. (B)(4).